Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. Other source document (post op report) was provided. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a metasul large diameter head 54/t on the left/right side on (B)(6) 2007. It is reported that the patient is not experiencing pain and muscle spasms. Patient being monitored, no revision surgery planned at the moment.